Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection by naked eye of the product showed the product wet. A leak test of the dialysate side was performed and a leak was observed. The reported condition was verified. The cause is a crack in the welding seam and was associated to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during multiple steps with a revaclear 400 , an external fluid leak was observed from the filter. In the first instance, a fluid leak from the coupling was suspected. Liquid couplings were checked for leaks and the treatment was started. Later, it was observed that the filter header was leaking and the treatment was discontinued. There was no patient injury or medical intervention associated with this event. No additional information is available.